Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. Device analysis: failure mode was reproduced. Lvds cables were secured properly to associated connectors. Failure was isolated to the lcd display by replacing the cables and 4-in-1 with known good and observing the same symptoms. The root cause of the display issue was due to a defective lcd display. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that during preventive maintenance, a red line through the display appeared suddenly during testing. The console was rebooted, and the red line still appeared. Reinstall software and the issue was still present. There was no patient involvement.